Event description:
End cap valve on the pts IV broke apart which had propofol infusion running into it. When the valve broke, the pt came out from under sedation abruptly and had a run of svt. Once the problem was rectified, cardia rhythm resume to nsr. The neutral valves have been reported by frontline staff as "falling apart," we have received more than 5 incident reports r/t the neutral valves in the last month. Unfortunately, we have not been able to determine the specific lot # since the packaging had been thrown out prior to noting the valve was defective. We have worked with the (B)(4) to pull all the old product and replace the new lot numbers. Dates of use: (B)(6) 2015.